Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when the catheterization technician opened the kit during catheter placement, they observed flocculent material on the catheter. After verifying catheter integrity with saline, the technician flushed the flocculent material with saline and proceeded with catheter placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the specific root cause could not be determined. Two photographs of a groshong catheter and one photograph of a tray were returned for evaluation. An initial visual observation of the photographs showed what appeared to be a white material on the catheter shaft. Due to the quality of the photograph, no details of the material could be seen. The other photograph of the tray showed what appeared to be a clear residue. It could not be determined if the residue on the tray and the material on the catheter shaft were the same. Although foreign material was observed on the catheter shaft, when or how the material came in contact with the catheter could not be determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.